Event description:
It was reported that the patient experienced extracardiac stimulation. The device was reprogrammed to lower the outputs on the left ventricular (lv) lead. No further patient complications have been reported as a result of this event. The patient is part of the sls clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2012. D314trm implantable cardioverter defibrillator (ICD): (B)(6) 2012. (B)(4).